Manufacturer narrative:
Correction: this section has been updated to reflect both "adverse event and product problem".

Manufacturer narrative:
(B)(4). Previously reported patient code no longer applies to this event.

Event description:
The patient later reported they had a back surgery on (B)(6) 2015. Before this surgery, the pump had slipped too close to their spine and it was causing more pain. The device was in the way of the back surgery. The surgeon watched it for a while, but it looked like it was not working. The pump was removed when the patient had this back surgery. The pump contained dilaudid 0.5 mg/ml at 0.3120 mg/day and "0.22152 mg - 0.26000 mg/day". The patient's bolus duration was 20:25 h:m, 0.3120 mg/day. They were not sure what drug dose and concentration numbers were wanted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome the patient had back surgery on (B)(6) 2015 and the pump was taken out. Per the patient ¿it was in the way¿ and the surgeon stated that it wasn¿t working anyways. The patient had problems with it 2x¿s not working. Clarification of the patient¿s back surgery, when the patient stared to experience pump problems, clarification of the pump problems, what medications were being delivered by the pump and what steps were taken to resolve the pump problems not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.